Event description:
Customer was hospitalized for diabetic ketoacidosis due to a reservoir that leaked insulin. The customer awoke with high blood glucose levels and was also vomiting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.